Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for atrial impedance 0 ohms. Electrocardiogram (egm) from remote transmission shows significant far field r-wave (ffrw) artifact. Follow up confirmed the patient was brought to the clinic and chest x-ray showed atrial lead had dislodged. There is planned atrial lead replacement. The lead remains in use. No patient complications were reported as a result of this event.